Manufacturer narrative:
The sensors were replaced by the masimo representative. The sensors were returned to masimo for investigation. The masimo investigation is in progress. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1 reporter phone#: (B)(6).

Event description:
Philips received a report that the waves and numerics of spo2 disappeared, without a technical inop, while using the mx750 and x3 patient monitors with masimo sensors. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported. This is report 3 of 4 events.

Manufacturer narrative:
No functional testing was performed by philips. The cables have been sent to masimo and for investigation. The reported problem was not confirmed by philips. Masimo is performing the investigation under complaint numbers (B)(4) and (B)(4). If additional information is received the complaint file will be reopened.